Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown device manufacture date: unknown the customer's address is unknown:  (B)(6), USA has been used as a default.  FDA notified: the initial reporter also notified the FDA on 08/16/2019 via medwatch # mw5088817. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that a label issue occurred before use with unspecified bd syringes. The following information was provided by the initial reporter, ""we just learned that the bd saline and heparin flush syringes that our health system uses recently changed their ndc numbers so that there is no differentiation between them; in other words, they all scan as the same thing (heparin flush with no distinction between heparin concentrations or plain saline). We had to change the build so that they now scan as a generic flush. The only difference in the ndc is the package type. We have filed a formal complaint with the company. We feel this is a huge patient safety issue. The product comes through our supply distribution center (not pharmacy). These solutions are utilized all of the health system. Including in our pediatric and neonatal populations (of note, these syringes are one of the few that are compatible in the alaris pump)." 1 of 2 complaints.